Event description:
Account alleged that the bed had no trendelenburg or head functions. Hill-rom tech found the CPR clip and the head limits were damaged. No injury reported. Tech replaced the CPR drive re-engagement switch and head limit switch to resolve this issue. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.